Event description:
It was reported that the subject device was bent and dented. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken and stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was bent and dented. Per the reporter, it was conveyed the device had "deep dent or even a small crack" .there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.